Event description:
This patient was having a chemotherapy infusion of oxaliplatin when staff noted the solution was dripping from the IV tubing. It appeared the IV tubing was not working as it should, and it could have a possible defect causing the solution to drip from it. "The staff did not have the packaging for the IV tubing only the IV tubing itself hence I had no information on it to fill in for the next couple of pages".